Event description:
Customer reported the system is displaying motion error messages and the user interface is not working. These problems happened inside a procedure. No pt injury was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 41 mg/dl and 275 mg/dl. Customer was having low blood sugar symptoms of sweatiness and shakiness. Customer obtained the readings listed above. Customer self-treated with saltine crackers and peanut butter and felt better about 20-30 minutes later. Requested return of suspect device and replacement was sent.